Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone, the insulin pump was alarming no delivery after putting on a new set. Customer's blood glucose was 396 mg/dl. Troubleshooting was performed and customer initially mentioned the insulin didn't exit with plunger push. Then when on stating insulin did come out but there was a greater than normal resistance with attempting to push insulin through with the plunger. It was determined the alarm might have been cause by infusion set and or reservoir connection. Customer was advised to replace the infusion set. It was also noted the customer was rewinding the device without removing the reservoir from the device. Customer was advised to ensure to remove prior to rewinding. Customer is not returning the reservoir for analysis.